Manufacturer narrative:
The initial reporter phone number that was provided is (B)(6). The initial reporter fax number that was provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was discovered to have been removed naturally, the day after placement, during a bladder wash. Although the catheter was fixed to the thigh. The cuff was broken, and there was a possibility that a foreign object remained in the patient's bladder. Treatment was scheduled for (B)(6) 2025 in the urology department for intrabladder confirmation.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The initial reporter's fax number that was provided was (B)(6). The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Visual inspection noted irregular burst with missing pieces and a part of sac body was not returned. A potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speeds out too slow causing thin sac. The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d, h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was discovered to have been removed naturally, the day after placement, during a bladder wash. Although the catheter was fixed to the thigh. The cuff was broken, and there was a possibility that a foreign object remained in the patient's bladder. Treatment was scheduled for (B)(6) 2025 in the urology department for intrabladder confirmation. Per follow up information received via ibc on 14jul2025, stated that there was no information available as to whether the foreign body was actually present or whether treatment was provided.